Event description:
Surgeon was repairing a 3rd metacarpal fracture on the right hand of the patient. The 1.1mm drill bit she was using broke the tip off sometime during the procedure, unknown to the surgeon until the plates and screws were completely placed. When she did a final radiograph of the fracture site, the drill tip was noted on the radiograph. More radiographs were taken to determine placement of the drill bit tip and was concluded that the tip is in the cortex of the bone, not in soft tissue.